Event description:
Patient was placed on a balloon pump in the cath lab. Catheter used was an arrow product. Patient later had a CABG (coronary artery bypass graft) and did not look good post-op. Pt was sent for a CT scan on post-op day 3 which revealed an aortic thrombosis at the site of the balloon pump catheter. He was immediately taken to the or for a thrombectomy and a hemicolectomy for an ischemic bowel. Post-op, pt had worsening acidosis and hypotension. One week later, pt was not showing signs of improvement and life support was withdrawn. Preliminary autopsy results show extensive bowel infarction with residual clot in the aortic branches. Surgical pathology reports that an aortic thrombus that was removed was 5x3x0.4 cm. A clot was also removed from the right femoral artery that measured 8x2x0.5 cm. Colon that was submitted to surgical pathology was opened to reveal copious hemorrhagic fluid and a blood clot. The arrow catheter has been used for years without incident, and (per cath lab staff), no procedures, protocols, or pre-medication have been changed.